Manufacturer narrative:
Argus case (B)(4).

Event description:
Bristles in my neck [foreign body in throat]. Caused deep gagging [gagging]. Almost had to vomit [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gagging in a female patient who received gsk toothbrush (sensodyne multicare expert) toothbrush (batch number unk, expiry date unknown) for drug use for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started sensodyne multicare expert. On an unknown date, an unknown time after starting sensodyne multicare expert, the patient experienced gagging and product complaint. On an unknown date, the outcome of the gagging and product complaint were unknown. It was unknown if the reporter considered the gagging to be related to sensodyne multicare expert. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer reported that she was a big fan of sensodyne toothbrushes, especially the sensodyne multi care expert sensitive. Since she changed her toothbrush very regularly every four weeks, she had unpleasant experiences with the above toothbrushes twice in a row. Twice, the first time she brushed with the new toothbrush, bristles became loose, which she almost swallowed and caused deep gagging. Two follow up processed together. Follow up information was received on 15 oct 2020 from quality assurance (qa) department regarding (B)(4) for unknown lot number. No defect sample or batch code or picture available for investigation. Base on the customer complaint history of this toothbrush and investigation against all the previous returned samples, bristle falling off defect was caused in the following conditions: improper use of toothbrush, on some returned sample, obvious similar pinch marks are found on the bristles, the defect may be caused b filament get stuck in-between teeth or in-between teeth and bracket/dental brace and then pulled out. From the perspective of the process, it could not be completely ruled out that insufficient number of filaments in the hole in manufacturing process leads to the filament fall off during use. In (B)(6) 2019, for all the tufting machines in the workshop, sensors had been installed to the filament feeder to automatically detect whether there was insufficient filament. When the filament was close to the limit position, the sensors would automatically alarm to remind the operators to replenish the filament in time. The tufting needle and tufting nozzle was slightly worn out in production process, thus the part that contacts with the anchor wire was not parallel as usual, and in the high speed running of the tufting machine, the anchor wire was occasionally inserted into the tufting hole in slant condition. For the anchor in the tufting hole was tufted in slant condition, thus the bristles could not be fixed effectively and the bristles of this tuft were easily falling out when certain force was applied. For this factor, anchor falling preventive checking records of tufting machine had been deployed in workshop in (B)(6) 2018, requiring technician of each shift to conduct checking for tufting needles for two times and record the results. And the site had started in (B)(6) 2020. Requiring the workshop technician to check and confirm the wearing status of tufting nozel every 3 months, and replace or repair immediately if there was any wear, which was reduce the possibility of product leaking out. Further analysis would not be conducted until the defect sample was available. Thus this complaint would be closed as unsubstantiated temporarily and the complaint would be re-opened when the defect sample was acquired. Qa analysis revealed the complaint to be complaint unsubstantiated. Follow up information was received on 16 oct 2020 from quality assurance (qa) department regarding (B)(4) for e9119h lot number. No sample was available for further confirmation till now .further tracked to the inspection and production records of the batch e9119h, no any abnormality was found. Base on the customer complaint history of this toothbrush, the defect might be caused by negative contact plate deformation by misuse or improper use of consumer, thus lead to the battery could not fully contact with the negative plate, or caused by switch problem. Thus this complaint would be closed as inconclusive temporarily and the complaint would be re-opened when the defect sample was acquired. Qa analysis revealed the complaint to be complaint inconclusive. Follow up information received from the consumer on 28 oct 2020: on an unknown date, an unknown time after starting sensodyne multicare expert, the patient experienced foreign body in throat (serious criteria gsk medically significant) and vomiting. On an unknown date, the outcome of the foreign body in throat, vomiting were unknown. It was unknown if the reporter considered the foreign body in throat and vomiting to be related to sensodyne multicare expert. The consumer reported that the toothbrush has lost bristles, she had the incident twice, once with the soft and once with the super soft sensodyne toothbrush. She had the bristles in her neck and almost had to vomit.